Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. The customer went to the emergency room; however, the customer did not receive treatment while at the ER. The customer received a prescription for insulin pens while in the ER. Customer resumed insulin delivery successfully.